Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 timed out. The pa was able to restart it but it would not cut as well. It also started smoking. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd. A lot history record review could not be completed as the product lot number is unk. (B)(4).